Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2015, to reposition the receiver/stimulator unit.

Manufacturer narrative:
(B)(4). This report is filed (B)(6) 2015. Implanted device remains.